Event description:
It was reported that during pre-disccharge interrogation of the device, it was noted that there was a change in threshold. The rv lead had dislodged. The lead was repositioned.

Manufacturer narrative:
Our CAPA system has found this past-due reportable event.